Event description:
It was reported that the patients ipg was unable to hold a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned.